Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 alarm which was reproduced during evaluation. A review of the event history log identified multiple system error 345 messages. The cause was determined to be a failed upstream thermistor. The upstream sensor was replaced to correct this condition. A service history review does not indicate this is a repeated symptom within the last 12 months, however the ultrasonic sensor was replaced during prior service. Review of prior service indicates that all service actions were completed and does not indicate that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.